Event description:
Overdelivery noted during routine biomedical engineering testing procedures. The pump reportedly gave volumes of 25ml when 20ml was expected using co's testing procedures. Specs require delivery to be +/-5%. No reports of any pt events while the device was in use. No pt involvement.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare products is approximately .26/million sets.